Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a 45-year-old female patient sample in 2015. The patient originally presented to the same gp (general practitioner) on (B)(6) 2015. The initial architect troponin result = 272 ng/l, she was immediately referred to westmead hospital for further assessment. An outpatient ECG was normal. Subsequent arch hstni results provided: (B)(6) 2015 result = 308 ng/l. (B)(6) 2015 result = 235 ng/l. (B)(6) 2015 result = 230 ng/l. Following her initial presentation, the patient was referred to a cardiologist and underwent the following procedures, all of which did not reveal any significant abnormality: cardiac echo, cardiac MRI, aortic CT, vq scan. Patient was given the diagnosis of ¿myopericarditis¿ based upon the persistently elevated hs ctni results obtained by the abbott method. The only therapy that had been recommended was salicylic acid or ibuprofen whenever any symptoms occurred. No further patient information is available. No additional impact or negative impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a 45-year-old female patient sample in 2015. The patient originally presented to the same gp (general practitioner) on (B)(6) 2015. The initial architect troponin result = 272 ng/l, she was immediately referred to westmead hospital for further assessment. An outpatient ECG was normal. Subsequent arch hstni results provided: (B)(6) 2015 result = 308 ng/l. (B)(6) 2015 result = 235 ng/l. (B)(6) 2015 result = 230 ng/l. Following her initial presentation, the patient was referred to a cardiologist and underwent the following procedures, all of which did not reveal any significant abnormality: cardiac echo, cardiac MRI, aortic CT, vq scan. Patient was given the diagnosis of ¿myopericarditis¿ based upon the persistently elevated hs ctni results obtained by the abbott method. The only therapy that had been recommended was salicylic acid or ibuprofen whenever any symptoms occurred. No further patient information is available. No additional impact or negative impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with list number 03p25 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent for list 03p25-36, was identified.